Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. There were no reported abnormalities in the accessories used for reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to wear of angle wire, bending angle in up direction did not meet the standard value and the play of upward/downward angulation control knob was out of the standard value. In addition to the reportable malfunction, the following were noted: due to damage on channel tube, water tightness was lost; the adhesive on bending section cover had a chip; and the distal end and plastic distal end cover were burned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the angulation of the evis lucera elite gastrointestinal videoscope had malfunctioned. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter clogging the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.